Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0lh5s, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient will start to leak without notice then she "feels the device". This had been fairly constant for several months. The patient¿s symptoms were worse at night but the patient does pretty good during the day. The patient was very dry when in public. Her symptoms were better than before she got the device. Also mentioned she had reoccurring utis (urinary tract infections). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.